Event description:
The customer reported, the device did not give an etco2 reading during a patient event and it was reported it failed calibration. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported the device did not give an etco2 reading during a patient event an it was reported it failed calibration. There was no negative patient impact. The device was evaluated at philips. The symptom was not reproduced. The device was calibrated, passed all testing and was returned to service. We are considering this a malfunction based on the customer's description only. We are unable to determine the cause as the symptom was not reproduced.